Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: liner fully expanded, and tip opened as designed. Distal tip split in the proximal axial direction and opened as designed along axial score line. Hdpe material appears stretched along radial score line. Minor soft tip damage and scratches present on distal shaft. Due to the nature of the event, functional and dimensional testing were unable to be performed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the device usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath distal tip split was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. The patient had presence of calcium and tortuous anatomy at the access vessel. These patient factors could promote non-coaxial angulation during sheath insertion, causing the distal tip to interact with sharp calcium nodules, leading to the reported split. These adverse interactions could also be promoted through excessive device manipulation that was experienced during valve alignment. Furthermore, it would be possible for the crimped thv to catch and split the distal tip if devices were not aligned coaxially during system retrieval into sheath. However, due to insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination device evaluation, it was observed that the distal tip of the 14fr esheath was split. As reported from germany by our edwards lifesciences affiliate, this was a case of a 23mm sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, there was an unexplainable high force during the gross and fine alignment leading to high tension on the alignment wheel. This high tension led the valve to jump during alignment, resulting in a distal position of the valve on the balloon. It was decided not to implant the valve. The system was withdrawn as a unit and a new kit was used. The patient was stable post-procedure. During pre-decontamination device evaluation, it was observed that the distal tip of the 14fr esheath was split.